Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. No code available (3191) is used to capture bone disorder.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges that patient has experienced severe pain. Additionally, it is alleged that toxic amounts of cobalt and chromium are making their way into patient's hip joint and blood stream. Doi: (B)(6) 2008. Dor: (B)(6) 2012. (Right side). Patient is a resident of (B)(6). Update ad 07 may 2018: (B)(4) has been reopened under (B)(4) due to receipt of ppf and implant record. In addition to what were previously alleged, ppf alleges metal wear and metallosis. Doi: (B)(6) 2008. Dor: (B)(6) 2012. (Right hip).